Event description:
Failure to osseointegrate. The product has been returned and the material number updated accordingly. The corrected information is provided in this follow up report.

Manufacturer narrative:
The 510(k) number has been corrected to reflect the updated material number. This corrected information is provided in this follow-up report.

Event description:
Failure to osseointegrate. The product has been returned and the material number updated accordingly. The corrected information is provided in this follow up report. The 510(k) number has been corrected to reflect the updated material number. This corrected information is provided in this follow-up report.

Event description:
Failure to osseointegrate.